Manufacturer narrative:
The device was returned for analysis. The reported ¿device did not take/ did not deploy¿ was observed as a needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with proglide devices was attempted in the right common femoral artery via a 16fr sheath using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide was successfully placed. The suture of the second proglide device did not take/ did not deploy. An additional proglide device was used to complete the pre-close technique. The tavi procedure was completed and hemostasis was achieved using the successfully pre-placed sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.